Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 4/7 was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The rn stated the home patient (hp) disconnected himself and then another rn noticed he was disconnected and connected the hp back to the patient line. The rn stated after the hp was reconnected the se 2240 occurred. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A registered nurses (rn) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain 4. The rn stated the home patient (hp) disconnected himself and then another rn noticed he was disconnected and connected the hp back to the patient line. The rn stated after the hp was reconnected the se 2240 occurred. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the rn end therapy. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The rn stated the lot number was unknown and the supplies had been discarded. The rn stated the patient finished therapy with manual supplies. The home patient (hp) has continued therapy no injury or medical intervention reported as a result of this incident.